Event description:
Surgeon was performing a leep cervical biopsy with the fischer cone biopsy excisor small and noted the cutting band broke into pieces which fell into the pt. All pieces were retrieved from the pt. The surgeon switched to the fischer cone biopsy excisor medium and noticed the same thing was happening, it looked like it was going to break off.

Manufacturer narrative:
The returned sample shows a dark area where the wire comes out of the tip. There was no separation of the wire from the tip, but visually, it appears as though the wire could break. We have tried to recreate this condition with product taken from our laboratory. After many attempts in our engineering lab we could not re-create this problem. The complaint has been attributed to an error in use. Reference (B)(4).